Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing intermittently; however, after disassembling the device to determine root cause, the report was no longer seen. The analog board was replaced as a precaution. The board was scrapped after testing. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's defib output was out of specification. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.